Manufacturer narrative:
Catalog # z900200140. The manufacturing record review was conducted by the manufacturer. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications of a 14.0 diopter intraocular lens (iol). The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification for this production order and had acceptable intraocular lens (iol) power results. No lenses were rejected due to diopter fall out or incorrect lens power. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that after being implanted with a z9002, the patient experienced unexpected post-op refraction. The visual outcome deviated from the target by 2.5 diopters. No additional surgical procedures are planned at this time.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4) - unexpected post-op refraction. (B)(6). Device remains implanted. Placeholder.